Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow up report is being submitted to report additional information. On may 7, 2018, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was april 7, 2018 where it was reported that the device produce an incomplete mesh and the comb were replaced. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was april 7, 2018 where it was reported that the cutter was returned with mesher (serial number: (B)(4)). The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter serial number (B)(4)twice as documented in the repair reports in livelink. The last repair was april 7, 2018 where it was reported that the cutter was returned with mesher (serial number: (B)(4)). Product review of the skin graft mesher by zimmer biomet surgical on may 14, 2018 revealed that the calibration was out of specification on one side, but the sample mesh passed. The device came in with two cutters which both produced incomplete meshes. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 14, 2018 which included the calibration of the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the customer¿s cutters both produced incomplete meshes. The cause of the incomplete mesh was due to damaged cutters. The root cause of the incomplete mesh could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh. No adverse events were reported as a result of this malfunction.